Event description:
It was reported that the customer called regarding her husband's starter system, which is not functioning properly due to a motor issue. She stated she has been reporting this problem for over a month, and her husband has been unable to use the system during this time. She reported that the machine is not suctioning and confirmed she has already completed a water test and troubleshooting with the nurse, but the issue persists. Troubleshooting was performed and the issue was not resolved. No medical impact or injury was reported. Male wicks.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.